Event description:
A pt reported experiencing inaccurate low results with a one touch profile meter. The pt's blood glucose results were 70mg/dl, 157mg/dl. Tests were done within 10 minutes with a difference of 68%. Pt did not experience any adverse events. No further info has been reported.